Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 797 mg/dl and diabetic ketoacidosis. Reportedly, the customer was using u-500 within their pump supplies customer administered a manual injection to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 4 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer regarding off-label insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.